Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead was far p wave oversensing. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.

Event description:
New information received notes that programming changes were made to address the far p-wave oversensing issue on the right ventricular (rv) lead. The patient condition was stable.